Event description:
During a coronary drug eluting stenting treatment procedure stent damage was noticed. Upon opening the package of a 3.5x16mm taxus express2 drug eluting stent it was noticed that the stent struts were flared. This was noticed outside the pt and the device was not used. The physician used another taxus express2 stent to complete the case. There were no pt complications and the pt was reported as ok.